Event description:
It was reported when using the pyxis medstation 4000 system, the drawer 2 has been failed and unable to recover the storage space. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue occurred due to software. A field service engineer, resolved ghost door failure of door 2 and performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.